Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer has been experiencing low blood glucose in the 30 mg/dl range for the past two weeks. Customer's mother stated two weeks ago the customer's doctor had changed the settings. Customer states the customer has been crying, urination accidents and that is how they know the customer is having lows. Customer's current blood glucose was 377 mg/dl. Customer's low blood glucose was treated with food and glucagon. Troubleshooting was performed on the insulin pump and no bolus history was noted on the devices history for precious nights, only had a 60 gram carbohydrates. Customer's mother stated the insulin pump says the reservoir had 182 units left and reservoir o-ring marker was between the 200 and 180 markers. Customer's mother was advised to have the basal rates at night lowered. Customer declined further troubleshooting and is not returning the device for analysis and will monitor it.